Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer encountered resistance while filling multiple cartridges with insulin. Customer's blood glucose was 180 mg/dl.